Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer had a lot of noise on the radiofrequency (rf) head channel. It was found that the rf head connector on the printed circuit board was loose. The board was replaced and calibrated. It was also indicated that the system fan was noisy and the floppy drive was missing a bezel. These parts were replaced and the hard drive was reconfigured and software was reloaded. The programmer passed final functional and system tests. (B)(4).

Event description:
It was reported the programmer had a lot of noise on the rf (radio-frequency) programmer head channel and the electrocardiogram lead s, and the noise did not clear when the programmer head and cables were changed out. The programmer was changed out and returned for service. No patient complications have been reported as a result of this event.